Manufacturer narrative:
Philips has investigated this complaint. Customer reported to philips that the system was not booting up. The review of system log files showed host pc boot up error. Upon troubleshooting, the philips remote service engineer (rse) found that the host pc failed to start up intermittently. To resolve the issue, the rse advised customer to select default boot sequence by pressing the esc button on the keyboard. After pressing the esc button, the system was returned to use in good working condition. The codes were updated based on the investigation outcome. The evaluation method code was corrected.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.